Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to call back if the malfunction code recurs and acknowledged understanding of the instructions.